Event description:
During arthroscopy procedure, the distal tip of the arthrowand flamed-cauterized tissue off barrel instead of at tip. Device was immediately removed from patient. No apparent injury. New arthrowand opened and used without incident.